Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) - incomplete. The expiration date is not currently available.

Event description:
It was reported that peek pad fell off. The pad fell off in body of patient during procedure. The surgeon took much time to search fallen pieces and finally it was retrieved from patient. Changed another device to complete procedure. Operation time prolonged one hour. Now patient condition is stable.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was discarded by the customer, therefore, the device is not available for a physical evaluation nor were pictures provided. Therefore, this complaint cannot be confirmed. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. A root cause cannot be determined at this time. Furthermore, a nonconformance search was performed for this part 228142, with lot l641890 combination and no nonconformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Additional information received on 08october2018: it is unknown what type of procedure was occurring. It is unknown if the implant broke into multiple pieces or bent. The patient¿s bone quality was noted to be normal. The surgeon was not off axis. It is unknown if the same bone hole was used to complete the procedure. It is unknown if the implant was removed or if any debris was left in the patient.